Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the metal head, cup, stem or sleeve part and lot code combinations. A search of the complaint database search finds one additional reported incident against the metal insert since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate the patient was implanted with depuy product on (B)(6) 2002 and revised on (B)(6) 2004 because of a loose stem and metal debris from cables placed on (B)(6) 2002 due to an osteotomy. The patient was revised again on (B)(6) 2010 because of pain, subluxation, metallosis, loose stem, and alval. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code w24er1011,1041023, 926027, w24er1013, 858632, 1023416, w2vf51023, ycy24, w24er1012, wf4kf1023 or w11f71014. A search of the complaint database finds additional reported incidents against lot code1209853 and 1044505 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissuee, multiple dislocations, and lack of mobility.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient has experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. Update - (B)(4) 2013 - litigation papers received. Part/lot was identified through an invoice search.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Ppf alleges loosening of stem and metallosis.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.